Event description:
During index procedure, one endeavor sprint rx drug-eluting stent (MFR report#: 2953200-2009-00369) was implanted to treat the target lesion in the distal lcx. A second endeavor sprint rx drug-eluting stent was implanted, overlapping, to treat a complication/dissection/bailout after stent implantation to cover target lesion. Approximately two months post index procedure, spontaneous gi bleeding occurred. Investigator reports that intervention was required. Investigation states that bleeding event was not related to study stent or study procedures. Patient asymptomatic at 6 month follow up.